Event description:
It was reported that during simulated challenge testing in silicone models, the proximal bond joints of subject guidewire was broken. The guidewire remained intact and did not separate into parts. No patient was involved.

Manufacturer narrative:
D4 expiration date - added d4 gtin - updated h4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the synchro select guidewire proximal bond joint was fractured/torn. The guidewire was inspected, and no other anomaly was noted. The core wire distal end was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer indicated the packaging was not inspected prior to device preparation. The device was prepared as per the dfu, and the device was confirmed to be in good condition prior to use. Other difficulties encountered. A difficult silicone model specifically chosen to challenge synchro guidewires could have contributed to the issue. The guidewire tip was shaped. The associated devices used in the procedure were sl-10, cat 5, infinity. The issue noted at the proximal bond joint (35cm from distal tip) of the guidewire. Analysis of the returned device found the synchro select guidewire proximal bond joint was fractured/torn. No other anomaly was noted with the device. The damage to the returned guidewire indicates the device encountered a significant force during use most likely as a result of the difficult silicone model which was specifically chosen to challenge and test the limits of the synchro guidewire. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿guidewire broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during simulated challenge testing in silicone models, the proximal bond joints of subject guidewire was broken. The guidewire remained intact and did not separate into parts. No patient was involved.